Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error that persisted despite multiple restarts, and the user reverted to backup therapy while continuing to view dexcom glucose readings on a mobile device; a replacement ilet was provided, and the original was returned. Symptoms included no reported adverse health effects. Outcomes included the user¿s temporary discontinuation of the device and use of alternative therapy without hospitalization or medical intervention. Investigation included an internal review of the reported alarm history and device processing of motor communication. Investigation of the returned device revealed a motor processor communication malfunction consistent with a delivery motor communication issue.